Event description:
Procedure performed: ni. Event description: it was during the introduction into the trocar. When removing the bag from the device, it was necessary to apply force to insert it into the patient¿s abdomen; upon removal, the device broke and a piece of it was lost. The medical device was replaced. Type of intervention: they took a new device patient status: patient is ok.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.